Event description:
Attempted to prime tubing through safety valve in set-up for ventriculostomy. Not able to prime using two sets of tubing with the same lot number. Other tubing used and no further problem. Has not continued to be a problem at this time.